Event description:
I have been using the dexcom g7 sensor for 8 or 9 months since it's launched I n the us. In the last 4 days, three sensors have failed. The g6 did not fail very much, if at all. Really frustrated, and the company gives the generic "thank you. We'll let our xxx know." They fail to acknowledge that they're working on it (and all the replacement sensors and people switching to different, more reliable devices) costs them money. How could the FDA approve a device that fails at last 50% of the time. I follow their directions and am not doing or taking any meds that would adversely affect the device. Reference reports: mw5148067, mw5148068.